Manufacturer narrative:
Date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient did not charge their ipg as recommended. As a result, the ipg was unable to communicate with external devices. Surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced. Issue resolved.